Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump was beeping and there was nothing on the screen. Customer¿s blood glucose level was 207 mg/dl. Customer reported that the display was blank. Customer reported that the display did not returned after insulin pump restart. The customer reported that the contact on the battery cap was neither damaged nor missing. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify audio alarms due to blank display. Also, received with moisture damage on the motor and force sensor.